Event description:
The user facility reported that during treatment, the blood leak alarm was indicated on the hemodialysis machine. When the machine was broken down, blood was noted throughout the dialyzer fibers. The leak was internal and the blood flow rate was 400 ml/minute; dialysate flow rate was x1.5 (600 ml/minute). The estimated blood loss was 250 ml, and according to the pt's rn, the pt is fine and did not experience any adverse effects or require medical intervention. Sample was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the MFR for physician evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.